Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found no image due to a bad charged coupled device. Furthermore, the following additional issues were identified during inspection: third party repair and failed water leak test from the rear cover. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd camera head displayed no image. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that poor communication occurred due to failure of charge-coupled device (ccd) caused by flood into the rear cover, and image disappearance occurred. The event can be detected/prevented by following the instructions for use which state: "do not strike the camera head. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.